Manufacturer narrative:
(B)(4). Date sent: 1/23/2023. D4: batch # 875a37. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received for analysis and reload body was noted to be damaged. The reload was received with the left side fully fired, and the right side partially fired 1/2. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 875a37, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure that while firing on the stomach the gun bogged down and sounded like it was struggling. Firing sequence was completed but when the device was removed it was noticed that on the right side (specimen side) that only the first third of the staples deployed and the remainder were still in the cartridge partially deployed. No action taken for repair as the hole was located on the specimen and not the patient side. Procedure was completed successfully with out further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.